Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.

Event description:
Same event as MFR event#: 2184149-2011-00015, 3005188751-2011-00156. It was reported there was difficulty removing an ensite array catheter during an electrophysiology procedure. The physician inserted the array catheter into the pt's right atrium then took some time to position it in the right ventricular outflow tract (rvot). The catheter migrated out of the rvot into the right atrium when the array catheter's balloon was inflated. At that point the physician wanted to remove the array catheter to position a swan ganz catheter in the pulmonary artery. The physician deflated the balloon and was withdrawing the catheter when he encountered an unusual amount of resistance. The catheter was insp upon removal with no issues noted. The 9f fastcath introducer was replaced. The array catheter was inserted into the pt and advanced into the rvot; however, again the physician felt resistance passing through the introducer. After positioning the catheter in the rvot the balloon was inflated and upon validation it was noted approx 16 electrodes were inactive. The physician then was attempting to withdraw the catheter when it became stuck in the introducer. To remove the catheter from the body the introducer and catheter were withdrawn together. It was noted the array catheter "body" was stuck in the introducer upon removal from the pt. The physician used another array catheter with no issues to complete the procedure. There were no consequences to the pt.